Manufacturer narrative:
The pod was received not deployed. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in order to download the data. The download data from the pod showed that the pod was received in pod state 1, indicating that the reservoir had not been filled to short the fill sensor springs and awaken the pod. Inspection of the fluid path found the reservoir to be 3/4 filled with the fill rod shorting the fill sensor springs, indicating that the pod did not have the power to awaken when the pod was filled. The shelf mode current of the pcb assembly was measured to be out of specification which contributed to the low battery voltages that prevented the pod from awakening as intended. No damages or defects were observed on the pcb assembly that would contribute to the high shelf mode current. The pod did not deploy early as reported, as the pod was received in the not deployed position.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.